Event description:
It was reported that this patient received two inappropriate shocks, in two different episodes, due to double counting of signals. Technical services (ts) reviewed the case and suggested to try a different vector configuration and/or extend the smart charge period. Further information was received indicating the previous recommendations were made. However, more inappropriate therapy was delivered. Ts indicated that now getting the patient on a treadmill should be considered to see if the morphology change noted is some sort of rate-dependent issue. This implantable electrode remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient received two inappropriate shocks, in two different episodes, due to double counting of signals. Technical services reviewed the case and suggested to try a different vector configuration and/or extend the smart charge period. This implantable electrode remains in service and no additional adverse patient effects were reported.